Event description:
It was reported that the lead was attempted for implant and not used, because the physician did not like the way the helix retracted and extended. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. The analyst noted that the helix could be fully extend and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.